Event description:
Clinical narrative: a 78-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with pre-support scai shock stage c, was supported with ECMO and an impella cp inserted percutaneously via the left femoral artery. During support, the impella functioned as intended at p-6 providing 3.0 l/min flow with d5w and 12.5 u/ml heparin purge solution. The physician reported that ultrasound guidance was utilized during the initial impella insertion and that no issues were encountered during placement. Subsequently, retroperitoneal bleeding was observed at the insertion site, which had been managed using a retention sheath secured with a purse-string suture following insertion through a 14 fr sheath. Due to the bleeding event, the impella was explanted on (B)(6) 2026 and a 16 fr sheath was inserted for transition to intra-aortic balloon pump (iabp) support. Additional information received on 09-jul-2026 indicated that a hematoma was identified in the left retroperitoneal space, apparently originating from the impella insertion site; whether diagnostic imaging was performed to evaluate the hematoma is unknown. The reported event involved retroperitoneal bleeding and a left retroperitoneal hematoma associated with the vascular access site, resulting in impella removal and transition to alternative circulatory support. There is no information suggesting a malfunction of the impella cp device, which functioned as intended throughout support. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.